Manufacturer narrative:
This information is based entirely on journal literature. The information submitted reflects all relevant data received. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿ successful stent implantation for superior vena cava injury during transvenous lead extraction. Heartrhythm case reports. 2015;1(6):394-396.¿ f(B)(4).

Event description:
A journal article was received which contained information regarding this patient's right ventricular (rv) lead. This article noted that the patient's lead was being explanted due to pocket infection. During the extraction procedure the lead could not be removed with simple traction. This resulted in the patient becoming hypotensive with systolic blood pressure dropping to 30 mm hg requiring cardiopulmonary resuscitation (CPR). It was discovered that the rv lead caused perfusion of the superior vena cava (svc). A stent graft was used at the site of injury. A right chest tube was placed in the plural cavity and drained, allowing the lung to re-expand. The patient was transferred to intensive care. Implantation of the patient's new system was performed nine days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.